Event description:
It was reported when using the bd pyxis medstation system the auxiliary drawer 4.1/4.2 was not detected on bus. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1/4.2 was not detected on bus. The field service engineer replaced the tower door 3 latch and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.